Event description:
It was reported that eight (8) solution sets were leaking from an unspecified location. The leaks were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date ¿ the leaks with the tubing were observed 8 time since march. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d4 (lot #, expiration date, UDI #), h4, h6 and h10. H10: the actual devices were not available; however, ninety-six (96) unused (companion) samples were received for evaluation. A visual inspection was performed on the 96 samples and no defects were observed that could have generated the reported issue. Functional tests which included pressure, slide and roller clamp activation, clear passage, and connect the clamp to tubing cycle tests were performed with no issues noted. A dimensional test was performed on twenty (20) units which found the tubing to be according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.